Event description:
At the end of a routine hemodialysis treatment the operator inadvertently made the wrong connections for rinseback. Technical support assisted with correcting the connections and a partial rinseback was performed, resulting in an estimated blood loss of 100cc. The home hemodialysis nurse reported the patient's hb had been decreasing prior to the blood loss (cause unknown). Hb was reported as decreasing from 8.9 g/dl to 7.8 g/dl (actual dates not provided). Epogen was increased from 20,000 units 1xweek to 15,000 units 2xweek. The patient also received two units of blood on (B)(6) 2012 (18 days post event). No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the patient initially making incorrect connections and not being able to complete rinseback due the amount of time elapsed. The user's guide contains adequate instructions for making connections at rinseback. Nxstage medical considers this report closed. No additional information will be provided.